Event description:
A pt's follow up was performed due to an inappropriate shock delivery. Surface ECG showed marked bradycardia (40 bpm); the battery voltage was low and the pacing impedance was very low. 2 days later, another pt's follow up was performed: interrogation of the ICD by the programmer showed that "end of service' indicator was displayed. The ICD was explanted on the same day.